Event description:
It was reported that the external pulse generator had a broken front case. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case had a broken front, both the upper and lower cases were broken. Analysis also found that the liquid crystal display lens was broken, the battery release was contaminated, one bail cover was broken, the lead flex cover was corroded, two case screws were missing, both printed circuit board flexes were creased, the battery contacts were compressed and the battery drawer was broken and contaminated. (B)(4).